Event description:
Boston scientific crm received info that this dextrus right ventricular lead was exhibiting loss of capture due to dislodgement four days post implant. A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.